Manufacturer narrative:
Superior surface looks good. There is evidence that femur was hyperextending and contacting center eminence of articular surface. Marking on inferior surface of articular surface is gone. At this time, a definitive cause cannot be determined. Inserts exhibits slight wear to both condyles and inferior side. There is also gouging to anterior side which likely resulted from the removal. Device history records indicate manufacture to specification.

Event description:
It was reported that the device was implanted in 2002. Post-op, there was an inflammatory granulome on foriegn body with the left tibia proximal. The device was revised in 2006.